Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material found inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, d9, e2, e3, h3, h4, h6. The following field was corrected: e1, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection.". Olympus will continue to monitor the field performance of this device.